Manufacturer narrative:
The customer's meter was returned for investigation. Retention control materials were tested with the customer meter and master lot of test strips. Qc #1: 2.7 inr. Qc #2: 2.7 inr. The obtained control values were within the acceptable range. There were no error messages. The differences in values obtained with the meter and laboratory method cannot be assessed because the time in between measurement (4 days) was too long and the laboratory method is unknown. It can not be excluded that factors other than anticoagulation, such as comorbidities, have contributed to the event. No product problem was found.

Manufacturer narrative:
(B)(4).

Event description:
The patient states that due to lower results from coaguchek xs meter serial number (B)(4), he was unable to accurately detect the occurrence of a gastrointestinal bleed. On approximately (B)(6) 2017, the meter result was 2.6 inr. On (B)(6) 2017, the meter result was 2.1 inr using a direct fingerstick sample. On (B)(6) 2017, the patient woke up and felt ill. He had symptoms of a bowel bleed. He took medications that morning and went to the hospital one to two hours later at approximately 9 a.m.. The patient stated that he did not use the meter on (B)(6) 2017. Upon investigation of the meter memory, a result of 2.8 inr was generated on the meter on (B)(6) 2017 at 08:39 a.m.. Near the time that the patient arrived at the hospital, he had an alleged value in the 4 inr range when tested with an unknown laboratory method. The date/time and specific inr result obtained with the laboratory method could not be provided. Tests and treatment were administered to the patient at the hospital. The patient underwent an endoscopy, a colonoscopy, and an echocardiogram. He was transfused with "50 units of ffp" and two units of red blood cells. He had an unknown amount of saline and lactated ringers administrated intravenously. The patient's inr was monitored through intravenous and laboratory testing approximately twice daily. It is not known what results were obtained during hospitalization. The patient's condition improved over days of hospitalization and he was released on the night of (B)(6) 2017. He has no more bleeding. On the night of (B)(6) 2017, the patient used the meter again for testing and the result was 1.7 inr compared to a 2.6 inr result obtained from an unknown laboratory testing method on the same day. It was not known if results were obtained within 7 hours of each other. The patient's therapeutic range is 2 - 3 inr. It was determined that the meter had not been cleaned. The patient is anemic and his hematocrit is within range. The patient is not on heparin therapy and does not take direct thrombin inhibitors. The patient does not suffer from antiphospholipid antibodies. The patient has had no changes in coumadin dosage prior to the event. The meter is used weekly and readings were within his therapeutic range, so he maintained normal dosing. The patient has had no medication changes. The patient has had no missed medications, diet changes, or supplement changes prior to tests taken, between tests taken, or after tests taken until (B)(6) 2017. The patient maintained his normal routine throughout that period and alleged that no symptoms occurred until the morning of (B)(6) 2017. The patient takes coumadin medication at night and it was taken the night before the event. The patient had no illness prior to or during testing. The patient's product was requested for investigation and replacement product will be shipped to the patient. Relevant retention test strips (lot 139821-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications.